Event description:
It was reported by service report that the fowler was drifting and the CPR release was not functioning. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler gas spring cylinder leak.